Manufacturer narrative:
(B)(4). Unable to perform displacement test due to missing retainer. The p-cap does not lock properly due to missing retainer. Insulin pump received missing reservoir tube o-ring, scratched case and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the retainer ring of insulin pump was cracked. The customer stated that the reservoir locked into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.